Event description:
It was reported that during a mildly tortuous, mildly calcified, de novo, mid, right coronary artery stenting procedure, a xience prime stent delivery system (sds) was advanced, the balloon was inflated to 10 atmospheres, and the stent was deployed fully apposed to the vessel wall. The balloon was completely deflated and pulled negative and during the removal of the xience prime sds, the balloon became stuck with the implanted stent. The xience prime sds was moved forward and then backwards through the guiding catheter for removal. Reportedly, the xience prime stent was fully apposed to the vessel wall upon removal of the sds and the procedure was complete. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.